Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant, the right ventricular lead had perforated through the free wall of the right ventricle approximately 7 mm. The lead was explanted and replaced, and the patient was in stable condition.